Event description:
A surgeon reported that an intraocular lens (iol) was likely damaged in the cartridge of the iol delivery system. A crack was noted in the iol after insertion. The pt's iris prolapsed through a phaco trabeculectomy resulting in a sector iridectomy. The paracentesis wound was enlarged, the lens body transected, and the body of the haptic was removed through the superior wound. This resulted in additional wound closure in the trabeculectomy flap to secure the superior wound and the paracentesis site.